Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The final angiography identified a type ii endoleak of unknown origin, which was elected to be monitored. The patient tolerated the procedure. On (B)(6) 2019, follow-up imaging identified a proximal type I endoleak. No type ii endoleak was reported. The cause of the endoleak was reported to be calcification at the proximal neck. On (B)(6) 2019, an additional device was implanted to extend the proximal neck to repair the endoleak. Final angiography showed resolution of the endoleak. The patient tolerated the procedure.